Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed stated that it was unknown whether or not the failure occurred during patient use, however, there was no report of any patient injury or medical intervention resulting from this failure. Information was requested by baxter's customer service regarding pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified.